Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/1/2024, it was reported by a sales representative via phone that qty. 5 of an ar-3636 knotless 1.8 fibertak soft anchor had an issue. During a shoulder labral repair procedure on 9/26/2024, the first three anchors, after being implanted correctly, would not seat and backed out (2 anchors with lot 15280689 and 1 anchor with lot number 15270914). All three anchors were removed from the patient in one piece, and the sutures were removed. When using the next two anchors, the knotless mechanism did not convert correctly (2 anchors with lot number 15270914). The sutures were cut flush and removed, and those two anchors remained in one piece inside the patient. No piece of the instruments or the anchors broke inside the patients, and there was no harm to the patient. The case was completed successfully using another manufacturer's anchors. A case delay of over 15 minutes was reported, and it could not be confirmed if additional anesthesia was administered. The three anchors that pulled out were discarded, and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.